Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 863554-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included glucose tolerance abnormal. Concurrent conditions included obesity and dysuria. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dental discomfort ("dental problems :I felt like my teeth were weak,") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), flatulence ("gastrointestinal or digestive system condition type: very bad stomach gas"), constipation ("constipation") and vision blurred ("vision/eye problems type: blurry vision"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), rash erythematous ("red rashes on skin"), alopecia ("hair loss"), gingival bleeding ("my gums were bleeding lot more which is something I have never experienced before essure"), fluid retention ("water retainment"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, dental discomfort, nausea, migraine, cystitis, vulvovaginal mycotic infection, rash erythematous, dysmenorrhoea, dyspareunia, constipation, alopecia, weight increased, gingival bleeding, vision blurred, bladder disorder, urinary tract disorder, headache and urinary tract infection outcome was unknown, the pelvic pain and abdominal pain had resolved and the fatigue, flatulence and fluid retention was resolving. The reporter considered abdominal pain, alopecia, bladder disorder, constipation, cystitis, dental discomfort, dysmenorrhoea, dyspareunia, fatigue, flatulence, fluid retention, gingival bleeding, headache, migraine, nausea, pelvic pain, rash erythematous, salpingitis, urinary tract disorder, urinary tract infection, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 204 lbs. Discrepant information regarding insertion details-previously reported (B)(6) 2015(summons) and now in current pfs (B)(6) 2014 is given. Plaintiff received treatment for dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, bladder problems, urinary problems, fatigue, gi conditions, hair loss, dental probs., migraine, headaches, nausea, weight gain,uti , weight gain. Uti treatment -(B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion,; on (B)(6) 2015: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain female, alopecia, weight increased. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New event bladder problems, urinary problems, headaches, uti was added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 863554-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included glucose tolerance abnormal. Concurrent conditions included obesity and dysuria. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dental discomfort ("dental problems :I felt like my teeth were weak,") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), flatulence ("gastrointestinal or digestive system condition type: very bad stomach gas"), constipation ("constipation") and vision blurred ("vision/eye problems type: blurry vision"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), rash erythematous ("red rashes on skin"), alopecia ("hair loss"), gingival bleeding ("my gums were bleeding lot more which is something I have never experienced before essure") and fluid retention ("water retainment"). The patient was treated with surgery (hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, dental discomfort, nausea, migraine, cystitis, vulvovaginal mycotic infection, rash erythematous, dysmenorrhoea, dyspareunia, constipation, alopecia, weight increased, gingival bleeding and vision blurred outcome was unknown, the pelvic pain and abdominal pain had resolved and the fatigue, flatulence and fluid retention was resolving. The reporter considered abdominal pain, alopecia, constipation, cystitis, dental discomfort, dysmenorrhoea, dyspareunia, fatigue, flatulence, fluid retention, gingival bleeding, migraine, nausea, pelvic pain, rash erythematous, salpingitis, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 204 lbs. Discrepant information regarding insertion details-previously reported (B)(6) 2015(summons) and now in current pfs (B)(6) 2014 is given. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion,; on (B)(6) 2015: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain female, alopecia, weight increased. Most recent follow-up information incorporated above includes: on 6-nov-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 863554) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included glucose tolerance abnormal. Concurrent conditions included obesity and dysuria. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced tooth disorder ("dental problems :I felt like my teeth were weak,") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), flatulence ("gastrointestinal or digestive system condition type: very bad stomach gas"), constipation ("constipation") and vision blurred ("vision/eye problems type: blurry vision"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), rash erythematous ("red rashes on skin"), alopecia ("hair loss"), gingival bleeding ("my gums were bleeding lot more which is something I have never experienced before essure") and fluid retention ("water retainment"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, tooth disorder, nausea, migraine, cystitis, vulvovaginal mycotic infection, rash erythematous, dysmenorrhoea, dyspareunia, constipation, alopecia, weight increased, gingival bleeding and vision blurred outcome was unknown, the pelvic pain and abdominal pain had resolved and the fatigue, flatulence and fluid retention was resolving. The reporter considered abdominal pain, alopecia, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, flatulence, fluid retention, gingival bleeding, migraine, nausea, pelvic pain, rash erythematous, salpingitis, tooth disorder, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Discrepant information regarding insertion details-previously reported 25aug2015(summons) and now in current pfs (B)(6) 2014 is given. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion,; on (B)(6) 2015: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain female, alopecia, weight increased. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs & mr received. Lot number was added. Case become incident. Injury nos replaced with new events pelvic pain, abdominal pain, dental problems: I felt like my teeth were weak, my gums were bleeding lot more which is something I have never experienced before essure, nausea, migraines / headaches, infection type: bladder, yeast, rashes or skin conditions type: red rashes on skin, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: very bad stomach gas constipation, hair loss, vision/eye problems type: blurry vision, weight gain, chronic salpingitis. Updated outcome of events. Event onset date was added. Medical history, concomitant conditions, lab data were added. Reporter's information was added. Patient's demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.